Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for the past six months. She noted that the buttons stick intermittently, and stated that the keypad is intact. The patient stated that she wears the pump in a stocking on her waist, and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and require excessive force to obtain a response. There was evidence of contamination found under all key contacts. The ok button contact was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.